Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that they experienced high blood glucose. Blood glucose reading was 700 mg/dl at the time of incident and 385 mg/dl. Customer had symptoms such as positive results in ketones test, nausea, vomiting, abdominal pain and heartburn. Customer was treated with manual injection. Drive support cap was normal. Customer stated that the insulin pump had no delivery alarm. Troubleshooting was performed for high blood glucose. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The p-cap / reservoir locked in place properly during testing. Device passed the rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No excessive no delivery alarms noted.